Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken by the paramedics to the hospital due to hypoglycemia. The customer's blood glucose reading at the time of the event was 35 mg/dl. Nothing further was reported.